Manufacturer narrative:
Updated information: b5: correction of lot number g7: update to follow up.. H4: add manufacture date. H5: complete response.

Event description:
The customer reported the green jet biopsy ii taped cassette with lid opening during processing which caused one tissue sample to be lost which required additional biopsy. The customer reported two lot numbers (a22589993 and a16289595) in their stock but was unable to determine which lot number experienced tissue loss. The lost biopsy was less than 5mm of skin tissue. Trending for on this issue was performed from the date (B)(6) 2018 to (B)(6) 2019 and no other issues were noted. Additional follow up was made to the customer to obtain product return for further investigation. No product was returned. No further investigation is available at this time. Report 1 of 2 as two lot numbers have been reported. 14119341-2019-00002 is for lot numbers a22589993.

Event description:
The customer reported the green jet biopsy ii taped cassette with lid opening during processing which caused one tissue sample to be lost which required additional biopsy. The customer reported two lot numbers (lot numbers a225899933 and a16289595) in their stock but was unable to determine which lot number experienced tissue loss. The lost biopsy was less than 5mm of skin tissue. Trending for on this issue was performed from the date january 1, 2018 to april 24, 2019 and no other issues were noted. Additional follow up was made to the customer to obtain product return for further investigation. No product was returned. No further investigation is available at this time. Report 1 of 2 as two lot numbers have been reported. 1419341-2019-00002 is for lot numbers a225899933.